Event description:
It was reported that the patient presented with shortness of breath. Perforation was suspected and confirmed with echo. A pericardial window was performed.

Manufacturer narrative:
Na